Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pocket was closed for an insertable cardiac monitor implant, electrogram signal appeared to be similar to electromagnetic interference. The physician attempted pressing on the area to make good contact with the pocket; however, it was unsuccessful. The chest was re-opened for device relocation. The device showed appropriate signal but was inconsistent. The device was relocated. The patient was fine before, during, and after the procedure.